Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of bacterial peritonitis with culture positive for (B)(6), nausea, and vomiting in patient (age not reported) coincident with dianeal unknown (lot number not reported) and extraneal viaflex (lot number not reported) therapies. On (B)(6) 2010, the patient began treatment with dianeal, unknown and extraneal viaflex (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis. On (B)(6) 2010, the patient experienced peritonitis manifested by abdominal pain, nausea, and vomiting. It was not reported whether remedial therapy was rendered or whether dianeal and extraneal viaflex therapies were ongoing. At the time of reporting, the events of bacterial peritonitis with culture (B)(6) for (B)(6), nausea, and vomiting were ongoing and improved. Medical history and concomitant medications were not reported. The physician stated that the bacterial peritonitis with culture (B)(6) for (B)(6) was not related to dianeal and extraneal viaflex therapy and did not provide a statement of causality for the events of nausea and vomiting.